Event description:
As reported: they noticed the patient developed an effusion after the sheath went into the left atrium over a safari wire. Basically, the effusion was severe enough that they ended up having to give protamine. They did a pericardiocentesis, the act went down to 142. During that time they were draining blood off the pericardium as well as transfusing blood. The decision was to open the chest. Technically, the watchman procedure was not even attempted. They did not even go in with the device. Additional information received: what is the confirmed cause of the effusion? "Unsure, nothing needed repair in the myocardium. However the effusion was noted after the watchman access sheat crossed the septum."

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis could be performed. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defects prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the supporting documentation, "no known device problem" was noted. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. Although the surgeon noted nothing needed repair in the myocardium, the safari 2 guide wire was used during the procedure and the patient developed an effusion after the sheath went in the left atrium over the safari2 guidewire. Hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis could be performed. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defects prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the supporting documentation, "no known device problem" was noted. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. Although the surgeon noted nothing needed repair in the myocardium, the safari 2 guide wire was used during the procedure and the patient developed an effusion after the sheath went in the left atrium over the safari2 guidewire. Hence the guide wire has been conservatively assessed as possibly related to pericardial effusion. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: they noticed the patient developed an effusion after the sheath went into the left atrium over a safari wire. Basically, the effusion was severe enough that they ended up having to give protamine. They did a pericardiocentesis, the act went down to 142. During that time they were draining blood off the pericardium as well as transfusing blood. The decision was to open the chest. Technically, the watchman procedure was not even attempted. They did not even go in with the device. Additional information received: what is the confirmed cause of the effusion? "Unsure, nothing needed repair in the myocardium. However the effusion was noted after the watchman access sheat crossed the septum."